Event description:
The physician was coiling an aneurysm. While attempting to place the fifth coil, the catheter was noticed to "twist" or "flip" resulting in a kink about 5-10 mm proximal to the aneurysm neck. The physician noticed the kink and stopped advancing the coil and proceeded to straighten out the catheter and the kink disappeared. He then tried repositioning the coil and then commented that it had detached. The physician secured the coil with a stent. The patient was reported as being clinically ok. The penumbra sales representative was present at the case and reported this event.

Manufacturer narrative:
The device did not return for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device not saved, coil implanted.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Event description:
Additional information about the event received from hospital procedural report: the patient was undergoing treatment for an anterior communicating artery (aca) aneurysm. The treatment plan was transfemoral diagnostic angiogram with stent assisted coil embolization of the aneurysm. During the case the premature detachment of the coil resulted in partial obstruction of the aca complex necessitating stent placement. There was also microwire perforation (non-penumbra device) with small amount of contrast extravasation. The premature detachment occured when, during the placement of the fifth coil, a loop of coil was noted to prolapse from the base of the aneurysm into the aca complex. The physician attempted to pull back on this portion of the coil into the microcatheter however, this resulted in the microcatheter buckling within the right a1 segment and the coil not being retracted. The coil was then pushed forward slowly and the microcatheter pulled back and slightly straightened. This time approximately 1 cm of coil was retrieved into the microcatheter following which a pop could be felt on the pusher wire. The pusher wire was then pulled back and it became obvious that the coil had detached with a loop in the aca complex. Much of the coil was within the aneurysm and the last 1 cm was gently pushed in. The aca was then re-opened using a stent placed in the a2 segment across the aca into the a1 segment. Another stent was then placed from the right a2 back into the a1 forming a y configuration with the first stent. The imaging post-procedure revealed much of the fifth coil within the aneurysm in addition to two coil loops which herniated into the aca complex over the ostia of the right and left a2 segments. At this point there was relatively good flow through both distal anterior cerebral arteries with the placement of the two stents.